Event description:
It was reported that a new dexcom g7 sensor paired with the ilet and then experienced intermittent signal loss to the ilet, after which blood glucose data resumed; the user queried the ¿connect cgm or enter bg¿ alert, and troubleshooting and education were provided, including notification of the ¿dosing stops soon¿ condition consistent with a communication interruption involving the cgm interface and the antenna component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem identified between connected components with intermittent communication failure traced to the electrical and magnetic subsystem, specifically the antenna. It was concluded, based on previously established findings for similar reports, that the cause was component failure.